Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the screen had scratches and she could barely read the screen. The customer also reported that up button was peeling off. The insulin pump will be returned for analysis.